Event description:
The customer stated that during the device¿s check out procedure, the alarm sounded muffled. The device was not in use at the time of failure and no patient harm was alleged.

Manufacturer narrative:
.